Event description:
Product analysis summary of lead: the electrode portion of the lead was not returned to the MFR. Visual inspection and testing of the lead coils was unable to identify any anomalies. Continuity checks were performed on the returned lead portions and found no discontinuities. Setscrew marks were visible on the lead connector pins, which showed evidence of proper mechanical and electrical contact between the generator and lead pins at one time. The remaining conditions of the lead portions returned are consistent with conditions that typically exist following an explant procedure.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Pt was seen for follow-up neurologist because the pt felt as if their device was no longer working. The pt also reports pain in the neck area. X-rays were performed and reviewed. It was reported that there are no visible lead fractures on the x-rays. It was also reported that the pt's jugular vein was "pasted" onto the vagus nerve and scar tissue has built up, therefore, revision surgery may not be performed. Review of the programming history concluded that within the last two months the device impedance increased to a dc dc code of 7 and limit indicating a possible device malfunction.